Event description:
Event description guidant received information that a guidant sales representative experienced difficulty interrogating the device. The rep verified that the correct software is being used, however, the "out of range" telemetry message continued. ,